Event description:
The pt (B)(6) received her scs system on (B)(6) 2009. The pt's lead locations are lateral and medial right knee. It was reported that the pt was in a car accident, and her car door hit her right leg when it was struck by another car. Since the accident, the pt complained of pain and swelling, and she was unable to use the system. X-rays showed no evidence of lead migration or damage, and diagnostic tests revealed no anomalies. The pt was reprogrammed when her swelling diminished, but she reported overstimulation at all four leads during the session. The programming session was aborted. The pt plans to consult with her physician regarding the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.